Manufacturer narrative:
Additional information: correction: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument unload button was broken. It would not spring back into place. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of this condition could occur if excessive force is applied to the cover tube. This would cause the base to snap and damage internal components. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical gastrectomy. While on the duodenum, the barrel component of the device broke off, not into the patient cavity. The device was not able to be fired. Another device was used in order to complete the case. No patient injury.

Event description:
According to the reporter: occurred during a laparoscopic radical gastrectomy. While on the duodenum, the gun component of the device broke off, not into the patient cavity. The device was not able to be fired. No patient injury.